Event description:
As reported via the edwards clinical specialist, the patient was prepped and draped in usual manner in cath lab. A 23mm rf3 valve was deployed in the aortic annulus in a 50/50 position. Significant pvl was noted and then 1cc of diluted contrast was added to delivery system balloon and the valve was post dilated with the rf3 delivery system. Following the inflation, the patient became hypotensive. A left anterior thoracotomy was done and the pericardium opened. This relieved the tamponade and restored normal vital signs. The patient was transferred to operating room from the cath lab. The pericardium was opened and an annular rupture was revealed. The sapien valve was explanted and replaced by a surgical heart valve. In addition, a bypass graft was done to the mid-right coronary artery. The patient later expired.

Manufacturer narrative:
Investigation of this file is on-going. A supplemental will be submitted.

Manufacturer narrative:
Echo and cine are not available for review from the site. This patient was noted to have moderate degree of annular calcification. The image intensifier angle and coaxial alignment were noted to be good. The valve was positioned and deployed 50:50 within the native aortic annulus. According to the IFU, cardiovascular injury, such as perforation or damage (dissection) of vessels, are known potential adverse events associated with the transfemoral access valve procedure, balloon valvuloplasty, aortic valve replacement and bioprosthetic heart valves. The patient does not have all the obvious risk factors for this event (oversizing of the valve in the presence of a calcified aortic root and obliterated sinuses) however this cannot be confirmed as imaging was not available. A 23mm sapien valve was implanted in a 19mm (via tee) moderately calcified aortic annulus indicating possible valve oversizing. Additionally, contrast was added (1cc) to the balloon for post-dilation with resulting hypotension . It is possible that these factors could have caused or contributed to the event. In this case, the exact cause of the reported annular rupture that led to the death of this patient cannot be determined. However, patient and procedural factors could have caused or contributed to the reported event. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.